Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station processing error due to admit date. A technical support specialist examined the station and confirmed that the issue has been resolved, with no additional updates reported. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station had delay of 15 to 20 minutes from the time a patient is registered until their information is visible on the pyxis devices. There were no adverse events or injuries reported based on this event.